Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that heparin 25,000units/250ml was programmed for a 2500unit bolus followed by a continuous infusion of 200units/hour for a cardiomyopathy patient. The bag was discovered empty 20 minutes later. The patient required additional lab draws to monitor the ptt. Although it took approximately 30 hours for the ptt to become therapeutic, the customer reported that there was no long-term harm.

Manufacturer narrative:
The customer's report of a heparin over-infusion was not confirmed or replicated. Physical inspection of the device noted no damage other than a small cosmetic crack to the lower hinge shroud. Physical inspection of the IV set noted no issues. Analysis of the pcu event logs shows that on (B)(6) 2015 at 3:23am the pcu was powered on and programmed for a heparin infusion. A dose of 3000 unit/h was entered but was reprogrammed to 200 unit/h (2ml/h) following a guardrails alert indicting that the dose exceeded the soft limit of 2500 unit/h. Next a bolus dose of 3000 unit was entered but was reprogrammed following another alert indicating that the bolus dose exceeded the soft limit of 2501 unit. 3000 unit was entered a second time with the same result. Finally a bolus dose of 2500 unit was entered successfully and began infusing at 3:31am. At 3:36am the bolus dose completed and the program transitioned to the continuous dose. At 4:13am the user removed the pump module from the pcu. The total primary volume infused was recorded as 26.17ml. Rate accuracy testing found the pump module to be infusing within specification. During testing no unregulated flow was observed. Leak testing was performed on the IV set with up to 30psi and no leaks were noted. The root cause of the reported event could not be determined.